Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. Upon visual inspection, the purge retainer was broken, and the flag was missing. The root cause for the purge pressure low is because of the broken purge retainer and the missing flag.

Manufacturer narrative:
The impella console was not yet received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that an automated impella controller (aic) had a damaged purge disc. The team replaced the aic per instruction for use (IFU) recommendations. This was found outside of any patient use. Biomed reported.